Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was a scratched rotary valve and valve plate. A slight build-up of graphite was also observed on the valve plate. The origin of the debris causing the scratching is unknown.